Event description:
The customer reported there was a leak noted, secondary to a visible ''hole'' near the y port site, where the vent tubing emerges. The tube was newly inserted in the or. Additional information stated that the ngt was inserted on (B)(6) 2024. Upon reassessment by nutrition to resume the feeds on 13dec2024, the nurse went to start the feeds that evening on (B)(6) 2024 (i.e. About 24 hours later) and noticed the leak. "Y port" is referring to the space from which the blue light dedicated to the air intake is detached from the main light. The hole/leak was on the main light, but around the edge of this blue light. Possible product code: 8888264945, 8888264960 or 8888264986.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.